Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The returned sample was received in used conditions and with its original opened packaging. The received sample had the female luer broken, inside the gas vent filter body was found a part of the luer. The root cause of the reported issue was found to be most likely damaged after the product left the manufacturing facility or production personnel did not detect if the female luer was fragile during assembly. However, a definite root cause could not be determined with the provided information. Actions were taken to mitigate the reported issue: retrained to the production personnel.

Event description:
It was reported that immediately after opening the package, the customer noticed the connection part was damaged. No patient injury was reported.